Event description:
The facility reported an error message when system was turned on. They restarted the system three times; error remained the same. The case was cancelled, and the pt was rescheduled.

Manufacturer narrative:
Investigation, including root cause analysis is in progress.